Event description:
It was reported that during the declot procedure in the surgery department the balloon ruptured. As a result, another was opened and used to complete the procedure. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.